Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in a 90% stenosed de novo lesion in left anterior descending artery (lad) with heavy calcification and mild tortuosity. The 2.80x19mm graftmaster covered stent was attempted to be advanced toward the perforation; however, failed to cross due to the anatomy. Therefore, the graftmaster was removed and the shaft of the stent was noted to be kinked. There was no adverse patient sequela. Further pre-dilatation was performed followed by implantation of another graftmaster stent. No additional information was provided.